Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 270 mg/dl. The patient administered 4 units of insulin with the pod. In addition the it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient reports the pod was leaking during wear and the patient experienced irritation at the pod infusion site. As treatment, the patient applied a new pod and administered a correction bolus with the new pod. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle mechanism failing. The device ran for 2730 pulses and was deactivated by the user. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. Investigation of the soft cannula and formed needle found no damages or deficiencies that would cause skin irritation at the infusion site. The exact cause of the reported skin condition irritation could not be determined.